Manufacturer narrative:
Concomitant medical products: 5092-52 lead; implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead warnings for high battery impedance, high lead impedance and a ventricular polarity switch. The ipg was well past elective replacement indicator (eri) and was unable to be interrogated. It was also noted that there was no capture on the ventricular lead when programmed in a pattern of ventricular pace and sense. The ipg was explanted and replaced. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.